Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain and cervicitis. Essure confirmation test(s) conducted, unknown. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2016. Received treatment for : dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Both tubal ostia were easily identified; essure devices placed into the left fallopian tube and deployed. Approximately three coils remained inside the cavity. The procedure was performed on the opposite side and proper placement noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, bilateral fallopian tubes. ¾ cervicitis and squamous metaplasia. ¾ secretory phase endometrium. ¾ no pathologic change, myometrium. ¾ paratubal cysts, bilateral fallopian tubes. Gross: left fallopian tube is purple tan in color, measures 6.5 x 0.5 x 0.5 cm. It has a few paratubal cysts ranging in size from 0.2 up to 0.8 cm. The right fallopian tube is purple tan in color and measures 6 x up to 1.5 x 1.5 cm. This fallopian tube has at least one paratubal cyst attached filled with clear fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain and cervicitis. Essure confirmation test(s) conducted, unknown. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2016 and (B)(6) 2016. Received treatment for: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Both tubal ostia were easily identified; essure devices placed into the left fallopian tube and deployed. Approximately three coils remained inside the cavity. The procedure was performed on the opposite side and proper placement noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, bilateral fallopian tubes. ¾ cervicitis and squamous metaplasia. ¾ secretory phase endometrium. ¾ no pathologic change, myometrium. ¾ paratubal cysts, bilateral fallopian tubes. Gross: left fallopian tube is purple tan in color, measures 6.5 x 0.5 x 0.5 cm. It has a few paratubal cysts ranging in size from 0.2 up to 0.8 cm. The right fallopian tube is purple tan in color and measures 6 x up to 1.5 x 1.5 cm. This fallopian tube has at least one paratubal cyst attached filled with clear fluid.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs and mr received : events added- dyspareunia, vaginal pain. Aka name added, reporter added, lot number added, events onset date, events severity, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, unknown. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy . (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2016 and (B)(6) 2016. Received treatment for : dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury is replaced with new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.